Manufacturer narrative:
Submission of this MDR, under this part does not constitute an admission that the device and/or any employee, caused or contributed to the reportable event.

Event description:
It was reported that glide tips are hard to roll and are sticking, making it difficult to maneuver the unknown walker. The end user reportedly fell forward while using the walker, however, no injury was reported as a result.